Event description:
It was reported that a physician unk if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after following the deployment step during step #4, the foot was deployed lifting the lever, the needles were deployed pushing on the plunger, but the plunger was difficult to withdraw. The sutures were confirmed, they were deployed in the artery and achieved hemostasis. There were no reported pt adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Eval of the returned device found that the plunger, suture, link, needles, and cuffs were not returned. During testing, a proxy plunger was used to test the needle trajectory and the result was acceptable. Proxy plunger retrieval was normal. There were no other abnormal observations. The reported event of having difficulty withdrawing the plunger after deployment could not be determined due to the missing components. No malfunction was detected. Based on the investigation findings, a root cause could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.